Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The supplier reported on behalf of the customer that they had four instances of unsuccessful insertion using the cleo 90 infusion set and as a result, the cannula was not inserted completely into the skin. These events occurred during a routine supply change. This report represents the first of four events. Blood glucose levels were adversely affected and reported at 600mg/dl. Customer inserted a new infusion set and resumed insulin from pump after the four unsuccessful attempts to address the high blood glucose. No patient injury was reported. Please refer to the following medwatch reports related to this event: 2183502-2016-01779, 2183502-2016-01801, 2183502-2016-01802, and 2183502-2016-01803.